Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a 27mm portico tavi valve was chosen for procedure. During the procedure, after the portico valve had been successfully deployed and placed. The user attempted to remove the delivery system (inner shaft) but failed due to the nose cone becoming stuck at the bottom (annular part of the stent) of the frame. The valve kept moving supra-annular each time and an attempt was made to remove the nose cone and the valve migrated 5 mm above the aortic annulus. The patient did develop hypotension and feeling unwell. It was noted that there was calcium in the non-coronary cusp which was where the part of the stent was slightly bending inwards, where the nose cone was being caught. A third access site was required in the patients left femoral artery in order to snare the valve. A pigtail was advanced through the patients right radial artery for taking fluoroscopy images. The access was then used for the bering pigtail catheter to assist in the attempt to guide the nose cone. The valve was snared into the ascending aorta and a second, non-abbott device was implanted. A small pericardial effusion (3-4mm) was reported but a pericardiocentesis was not required. It was also noted that the patient developed coronary ischemia during the procedure. During the procedure the patient required a small amount of metaraminol and normal saline. It was noted that the procedure was prolonged. Post procedure the patient received two units of blood. The patient was brought to the cardiac care unit for monitoring and required a prolonged hospitalization. It was noted that the patient was recovered and awaiting discharge. No additional information has been provided. Related manufacturer report number: 3007113487-2021-00081.

Manufacturer narrative:
Additional information: an event of difficulty removing the delivery system from the patient due to the nose cone getting stuck on the implanted valve frame was reported. The investigation found the flexnav met functional and visual specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined.

Event description:
It was reported a 27mm portico tavi valve was chosen for procedure. During the procedure, after the portico valve had been successfully deployed and placed. The user attempted to remove the delivery system (inner shaft) but failed due to the nose cone becoming stuck at the bottom (annular part of the stent) of the frame. The valve kept moving supra-annular each time and an attempt was made to remove the nose cone and the valve migrated 5 mm above the aortic annulus. The patient did develop hypotension and feeling unwell. It was noted that there was calcium in the non-coronary cusp which was where the part of the stent was slightly bending inwards, where the nose cone was being caught. A third access site was required in the patients left femoral artery in order to snare the valve. A pigtail was advanced through the patients right radial artery for taking fluoroscopy images. The access was then used for the bering pigtail catheter to assist in the attempt to guide the nose cone. The valve was snared into the ascending aorta and a second, non-abbott device was implanted. A small pericardial effusion (3-4mm) was reported but a pericardiocentesis was not required. It was also noted that the patient developed coronary ischemia during the procedure. During the procedure the patient required a small amount of metaraminol and normal saline. It was noted that the procedure was prolonged. Post procedure the patient received two units of blood. The patient was brought to the cardiac care unit for monitoring and required a prolonged hospitalization. It was noted that the patient was recovered and awaiting discharge. No additional information has been provided. Related manufacturer report number: 3007113487-2021-00081.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.